Event description:
Information received indicates the hed hi/low continues to drift down after replacing the valves.

Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.